Event description:
The end of the wingspan stent system sheared off during the procedure. The device was removed and another one was used in its place. The patient was not harmed as a result of this failure.